Manufacturer narrative:
Including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported vertical gas breakthrough during lasik flap creation on the right eye. The surgery was aborted. The patient had (prk) photorefractive keratectomy on both eyes one month after the aborted surgery and is doing well.